Event description:
It was reported by service report that the customer alleged that the cot could not be locked into the fastening system. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - the alleged event could not be duplicated.